Manufacturer narrative:
(B)(4). Connecting the patient line extensions after priming is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during the initial drain. The patient was connected at the time of the alarm. During troubleshooting, it was discovered that the care giver connected the patient line extensions after priming, resulting in an improperly primed patient line. The technical service representative reviewed proper procedures with the care giver and advised them to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.